Manufacturer narrative:
(B)(4). Date sent: 11/29/2010. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a colon procedure, the device would not staple. During the intervention, unable to snap the stapler to suture. The surgeon took out the stapler of the patient and found that it was broken at the blue cap. The surgeon used a new device to finish the intervention without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition and with a piece of the ancillary trocar lodged inside the anvil. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. After further analysis, it was noted that the locking springs on the anvil were scratched, indicating that the anvil was grasped at the locking springs while attempting to remove the ancillary trocar. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. If the anvil is grasped by the locking springs, the ancillary trocar will not unlock from the anvil. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 275 mg/dl, 158 mg/dl, and 133 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.